Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. The reported condition of a reservoir rupture was not confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. This issue was escalated to corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor had its reservoir rupture during filling. The reservoir ruptured after 5 ml of the solumedrol and 5% glucose solution had been filled. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.